Event description:
The customer reported intermittent communication failure error messages and system lock-ups. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.